Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-06350, 06352. It was reported the pt was unable to communicate with her ipg using the charger or programmer. An sjm representative met with the pt and confirmed the issue. The pt's physician suspected the ipg had migrated and was too deep to communicate with the external devices. Follow up identified that the pt underwent surgery to have her ipg revised on (B)(6) 2013. However, when the ipg pocket was opened, it was discovered that a seroma had developed at the ipg and lead sites. It is believed that fluid from the seroma caused the communication issue. The entire scs system was removed. Additional follow up identified the seroma is resolved.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.